Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported the pump hasn't been helping with her pain for the past couple years. The patient feels like she is not getting any medication because she couldn¿t even sweep her floors. Now since august, the pump has been beeping. It was a single tone alarm that sounds like a truck beeping when it backs up. During the call the agent heard the alarm beep and it was a single tone. The patient stated the healthcare provider told her the pump battery was nearing the end of its life but that the medication would go through until december. The patient stated that due to the pump shortage her healthcare provider wanted her to get a different company¿s pump. The patient stated she doesn't want another pump since it was not working and her healthcare provider is mad at her and is going to drop her because she doesn't want another pump. Additional information was received on 11-nov-2020 from the consumer who reported that their pump h as begun to sound a dual-tone alarm stating it began the ¿other night¿. Around that time the patient also began to have an "awful taste in my mouth" stating she thinks it's the medication. The patient also mentioned this morning she thinks the so und of pump got quieter. The patient wanted to know how long pump will sound as it is "driving me nuts". Additional information received from a consumer on 2020-dec-02 reported it sounded like a truck backing up. It was noted that the pump alarm started a few days before november 7th. It was noted that the patient has lived with the alarm and the pump is still in their body. It was noted the patient was trying to get to the office for an appointment with the healthcare professional (hcp) that put it in. No further complications were reported/anticipated. Additional information was received from the patient on 2021-jan-04. The patient reported that the pump ¿beeps every and always on 5.¿ they called the manufacturer to find out why the alarm started and ¿she said the gears have stopped turning and even if I medication.¿ when asked about steps taken to resolve the alarm, the patient stated, ¿I haven¿t gotten to that just yet because I have appointment with my neurosurgeon to have all taken.¿